Manufacturer narrative:
Charger/modem sn (B)(4) was returned to zoll manufacturing corporation for evaluation. The reported problem (will not recognize battery pack) was confirmed. Upon evaluation, there was corrosion inside the battery well. The cause of the inability to recognize a battery pack is the corrosion inside the battery well. The root cause of the corrosion is liquid ingress of an unknown contaminant. Battery pack sn (B)(4) was returned and scrapped at the distributor due to apparent corrosion on the battery connector. The root cause of the corrosion is liquid ingress of an unknown contaminant. The source of the liquid ingress cannot be determined. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger would not recognize a battery pack.